Event description:
While using a byte night aligners, patient reported that their aligners are cutting their tongue and gums. They had bleeding, pain and lesions that they could barely open their mouth because it hurt so bad. Patient did file and round the sharp edges and that helped. Provided patient with tips for gum issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.